Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j90070744, implanted: (B)(6) 1990, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 24 mg/ml at 13.5 mg/day, bupivacaine 5 mg/ml at 2.8 mg/day and clonidine 100 mcg/ml at 56 mcg/day via an implantable infusion pump for non-malignant pain, other non-malignant pain and complex reg pain syndrome type I. The end date of the medication was noted as (B)(6) 2015. It was reported a new pump was opened but not used. They tried to put in the new pump on (B)(6) 2015, but the physician "messed when he tried to remove the old catheter." It was noted the new pump was disposed of. The patient lost feeling in his left leg and spent a month in the hospital. It was noted the patient developed weakness when the healthcare provider (hcp) tried to remove the catheter on (B)(6) 2015. The catheter tip location was t-10. The catheter fell apart in the flank. The remaining catheter was noted to be brittle and could not be removed. It was noted the patient was hospitalized and treated with intravenous steroid, narcotics and "i.p." The cause for the patient's loss of feeling in the left leg was nerve root irritation due to attempted catheter removal. Other medications the patient was taking at the time of the event included percocet 10/325 mg. The patient's medical history included hypertension and migraine "has."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.